Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 408 mg/dl. Customer¿s recent blood glucose was 51 mg/dl. Customer states she continues to receive insulin flow blocked alarms with her reservoirs, she is convinced it is her reservoirs that are causing problems however has reported these issues constantly with the same issue. Customer stated that she is a nurse and does not want to troubleshoot because she's done it before previously and knows it¿s the reservoir. The reservoir will be returned for analysis.